Event description:
During an attempt to position the stent adjacent to a previously implanted stent, the stent was advanced into the previously deployed stent. An attempt to withdraw the stent to a proximal placement was unsuccessful. The stent was undeployed and stuck in the distal stent. Further moderate pulling resulted in extraction of the proximal half of the stent delivery system (sds), leaving the stent/balloon portion in the artery. Only by inflating a high pressure balloon inside the guiding catheter, trapping the stent and distal shaft, the whole system was pulled and the balloon was removed from the artery. The stent was then ballooned into the previously deployed stent. A new stent was used to treat the proximal lesion.